Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder alarm was confirmed in the history file. The motor was tested outside device and passed. The motor may have had an intermittent failure that was not detected during our testing. No e0 alarms noted. The pump had cracked reservoir tube lip, scratched lcd window and case.

Event description:
The customer's mother reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 459 mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.